Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went for a few days without having any tremors. The patient reportedly went through a magnetic door at a bank the week prior to the report. Soon after passing through the door, ¿all of a sudden¿, the patient started having ¿some tremors¿. It was later reported that the patient¿s implantable neurostimulator (ins) was reprogrammed the week prior and was now working properly. The device had reportedly been off and was switched back on. The patient was receiving effective therapy.